Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: smooth uhp 1030cc, catalog number 35051030l, lot number 7524507. Smooth uhp 1135cc, catalog number 35051135l, lot number 7467869. Manufacturer¿s reference number: (B)(4)

Event description:
On (B)(6) 2018, smooth uhp 930cc was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor.  However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient.

Manufacturer narrative:
On 05/18/18, it was reported to mentor that the device history record (DHR) for the lot number 7294530 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/14/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. There is no root cause since no anomaly was reported and no issues/damages were observed. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/23/2020, mentor became aware that the facility information is available: name: (B)(6). Address: (B)(6). The serial number is (B)(6). Manufacturer¿s reference number: (B)(4).